Event description:
The customer reported that there was a loss of audio. No pt harm was reported.

Manufacturer narrative:
(B)(4). The field service engineer replaced the speaker assembly to resolve the issue. The device was tested post repair and was confirmed to be working according to spec. Trending for this issue supports that there was no health risk and there are no design, mfg, materials, or labeling problems. No further investigation or action is warranted.